Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported there was a free flow of vancomycin. The pump was not on; however, medication was flowing through the line. In addition, a communication error also occurred. There was patient involvement, customer had stated the patient had mild phlebitis. Customer confirmed no interventions other than stopping the infusion.